Manufacturer narrative:
Evaluation summary: the involved device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the monopolar tip was bent and the clear insulation was damaged, causing the device to fail hipot testing. The reported condition with activation was not confirmed. The investigation found the device to function normally and within specifications. The device was recognized when plugged into the generator. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. The device functioned normally when activated in valleylab mode. The investigation found the device to function normally and within specifications. The bent tip is indicative of the tip contacting a hard surface. This may have happened during use. The clear insulation was also found to be damaged. The additional findings did not contribute to the reported condition with activation. The device failed hipot testing. The instructions for use state: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device would not reach an end tone when activated. No patient injury occurred or medical intervention was required. Examination of the received device by medtronic found the clear insulation close to the jaws was damaged, causing it to fail hipot testing.